Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose (bg) level was 66 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.